Event description:
It was reported that cartridge leaked insulin twice on same day from cartridge septum while customer used cartridge loaded with 250 units of insulin from specified lot. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge, successfully resumed insulin therapy, and technical support arranged replacement cartridge.